Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon review, the patient's implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing. The device was reprogrammed on (B)(6) 2021. There were no patient consequences.